Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to use on a patient, the temperature indicated before ablation was found unstable; it exceeded 90c and also lowered below 10c. The generator was rebooted a few times, and the temperature became stable. The procedure was completed without further issue. No patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature properly and lesioned properly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.